Manufacturer narrative:
Due to character limitations in e1: full event site name: (B)(6) hospital. Full event site telephone: (B)(6). A getinge field service engineer was able to confirm the issue during inspection and the lcd display was replaced.functional check and test passed.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working.there was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6 (investigation findings, component code, investigation conclusions).

Event description:
N/a.